Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 600 mg/dl; treated with manual injection. It was stated that the customer was at a friend's house and received the alarm at 2 am; customer's mother found out when he returned home at 10:30am. The customer changed the set and tried to prime and got a no delivery alarm again. Customer was instructed to disconnect and reconnect the tubing and reservoir; insulin did exit at manual prime. Customer was then instructed to rewind, reinsert reservoir and run manual prime; device did not alarm no delivery. It was explained that the alarm might have been caused by a connection issue or vent blockage. Nothing further reported.